Event description:
Patient presented to radiology for localization of the left breast. The radiologist used a 9 cm. Needle to localize the area in question. He could feel a thickened area with the needle. Cranial caudal projections and medio-lateral projections proved the needle to be positioned adequately. The radiologist met with some resistance when inserting the wire through the needle. The wire was bent and a steri-strip was placed over the wire to prevent movement. On the cranial-caudal projection the wire appeared appropriately placed. On the medio-lateral projection the tip of the wire is broken off and positioned inferiorly in the breast. Two lead x-spots were placed over the inferior breast to localize the area for removal.